Event description:
A customer observed negatively biased qc results for tsh one of their three vitros eci systems. A falsely low result may lead to inappropriate physician action. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that tsh calibration and qc results were as expected on the customer's other 2 vitros eci systems. No analyzer malfunction was identified. The root cause of the event is unknown, but likely due to the tsh calibration in use at the time. Re-calibration of the eciq system has restored the system to expected operation.